Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to g2 and h3. The olympus field service representative confirmed the physical condition of the connector was not broken or damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the display flickers due to a failure of the print circuit board. The root cause of the printed-circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Updates to d9 and h6. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the images are intermittently displayed on the monitor screen from the digital visual interface (dvi) output due to a failure of the printed circuit (dx) board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite ii video system center flickering occurred on the display when connected to digital visual interface port. The physical condition of the connector was noted to be not broken or damaged. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.